Event description:
The user reported that the unit sparked and stopped working. Upon inspection, we discovered a broken thermostat terminal. The spark had been contained by our double-insulated design.

Manufacturer narrative:
The user reported that the unit sparked and stopped working. Upon inspection, we discovered a broken thermostat terminal. The spark had been contained by our double-insulated design. This type of damage is typically associated with misuse of the pad by applying an excessive force directly to the thermostat. We have implemented a CAPA project (B)(4) to better protect the thermostat from abuse.